Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's reservoir was missing the o-ring and several other pieces. Blood glucose level at the time of the incident was not provided. The customer reported that the reservoir would no longer stay inside the insulin pump. The customer stated that she had a blood glucose level over 500 mg/dl earlier in the day of the call. Blood glucose level at the time of the call was 137 ,g/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a broken reservoir tube lip, missing reservoir tube o-ring and minor scratches on the lcd window.